Manufacturer narrative:
Although the exact event date is unknown, the event was reported to have taken place within the time frame of (B)(4), 2011.(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the working length/distal tip to be twisted. No bends or kinks were found in the working length of the device. The device was returned with the original pouch/package, which was not damaged. During a functional analysis, the device was inserted into an endoscope. It was found that the initial tip orientation did not meet the orientation specification due to the twisted working length. The orientation could be adjusted left or right by rotating the handle and set within specification. A functional evaluation found the device to meet the minimum bowing specification. The condition of the returned device was not consistent with the complaint that the device was bent. Therefore, this is no longer considered a reportable event. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, upon removal of the device from the packaging, it was noted that the device was bent causing the tip of the device to have an improper orientation. The procedure was completed using another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, upon removal of the device from the packaging, it was noted that the device was bent causing the tip of the device to have an improper orientation. The procedure was completed using another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.